Event description:
Info received indicates the head hi/low function is drifting. The head of the bed will not remain raised.

Manufacturer narrative:
The head of the bed will not remain raised when weight is added to the bed. He isolated the issue to the CPR/trend valve. He replaced the valve assembly to repair the bed.